Manufacturer narrative:
Physio-control further evaluated the removed battery assembly and observed that one of the internal cells had an open circuit.

Event description:
The customer reported that during a patient related event, their device lost power after delivering a defibrillation shock to the patient. The customer reported that the patient complained of chest and arm pain around 4:30 am. Following the pain, the patient decided to take a shower before going into the hospital to be evaluated. The patient's wife then found him, unresponsive, in the shower. The local fire, emt and police departments arrived on scene to evaluate the patient around 4:45 am. The customer's device was powered on, placed onto the patient and after successfully providing one defibrillation shock, the device lost power. A back up device was then placed onto the patient with an approximate delay of under 30 seconds, and provided two more shocks to the patient. When acls arrived on scene around 5:11 am, CPR was in progress and they connected their lifepak 12 defibrillator/monitor. The acls unit advised that the patient did not have a shockable rhythm and did not shock the patient. The acls unit pronounced the patient deceased at approximately 5:28 am, in their home. The patient was never taken to the hospital.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical evaluation of the reported event and determined that the device use did not contribute to the outcome of the patient. Physio-control evaluated the device and determined that the battery was depleted. Physio replaced the battery assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Upon further evaluation of the downloaded device data, it was observed that the battery being used in the device at the time of the event was flagging low battery indicator at least a month prior to the event.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.